Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with information on how to reset the pump by cts and successfully performed the reset, with the malfunction code not recurring afterward. The customer was advised to continue using the pump and to call back if any issues reoccur.